Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level, the insulin pump received no delivery alarm and motor error alarm. The customer¿s blood glucose level at the time of incident was over 400 mg/dl. The customer changed entire set however that did not resolve the issue. The customer reported that the cannula was not bent. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.